Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a cut into the insulation (10 cm distal to the is-1 connector pin) was found, which most likely occurred during the surgery procedure. A thorough analysis of the lead did not show any deviations which might have led to the dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. L data become available.

Event description:
Ra lead dislodged, undetermined cause. Due to previous dislodgements of other leads, the physician opted to implant a passive tined lead in the ra. This lead was explanted. Should additional information be received, this file will be updated.